Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of infection. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1309 is being used to capture the reportable event of urinary retention. Patient code e230101 is being used to capture the reportable event of fever. Block g2: miyazaki, y., takehara, k., tsuchiyama, a., minami, k., yamaski, y., & watanabe, j. (2024). A case of abscess formation following hydrogel spacer for prostate cancer radiotherapy. Japanese urological association, 115(4), 176-179. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware of an adverse event involving a spaceoar device through the article titled "a case of prostatic abscess induced by hydrogel spaceoar placement" by yuya miyazaki, et al., according to the report, the spaceoar hydrogel was implanted under lumbar anesthesia prior to the administration of cyberknife stereotactic body radiation therapy (sbrt). Following the completion of external beam radiation, the patient developed a fever and was subsequently diagnosed with a prostate abscess. Initial treatment with antibiotics was unsuccessful. Further investigation revealed that the spaceoar had partially migrated into the prostate capsule, likely triggering a urinary tract infection that progressed into a prostate abscess. The patient was admitted to the hospital, where imaging confirmed an abscess cavity on the right dorsal side of the prostate. On the fourth day of hospitalization, an endoscopic examination was performed due to the suspected abscess. A transurethral drainage and cystostomy procedure were conducted, during which white pus was observed in the right side of the prostatic urethra. The patient was initially treated with tazobactam/piperacillin. Following the surgical drainage, the antibiotic regimen was switched to sulfamethoxazole-trimethoprim. Over the course of treatment, the abscess cavity reduced in size, and by day 22, pyuria had resolved. Due to urinary retention, a catheter was placed. After medical management and the return of self-voiding function, the catheter was removed. The patient showed continued improvement and was discharged on day 26 of hospitalization without any urination issues